Manufacturer narrative:
Donor center reported there was a kink in the effluent tubing during the third draw cycle due to a setup error and not a defective haemonetic product. The kink caused partial obstruction of the flow of plasma from the bowl to the bottle. A haemonetics field service representative inspected the device and found the dpm sleeve on the unit was on backwards (unrelated to this event). The device was repaired then tested without any errors. The bowl optics were checked and verified to be within manufacturer specification to ensure optimum machine operation. The device met all manufacturing specifications. The root cause of the failure was user error during the set-up procedure.

Event description:
On october 25, 2021, haemonetics was notified of a user error that occurred during the set-up of a pcs2 plasma collection system. On (B)(6) 2021, donor received potentially hemolyzed rbcs during the 3rd return cycle during donation on the df due to techician error. During the donor's 3rd draw cycle, employee heard noise coming from the machine and noticed a kink in the effluent line which was partially obstructing flow of plasma into the plasma collection container. The technician relieved the kink and initiated a return cycle without inspecting the bowl and its contents. After approximately 10 seconds into the return, once the plasma valve opened, the technician noticed the fluid in the effluent line immediately turn from normal yellow plasma color to a bright red color, at which time he stopped the machine and aborted the procedure. Donor was transported by ems for evaluation after the incident; upon review of medical records, there was no impact to the donor.